Event description:
It was reported, that the patient presented to the hospital for a scheduled procedure. The right atrial (ra) lead was oversensing noise, resulting in inappropriate automated mode switch (ams) episodes. The ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a complete lead was returned in two pieces. Electrical testing found no indications for conductor fractures but failed the hi-pot test on the distal region of the lead. Visual inspection of the dissected lead found two insulation abrasions at the distal region of the lead breaching inner insulation and exposing the inner coil caused by external forces. The cause of the reported event of oversensing noise was isolated to the inner insulation abrasion exposing the inner coil. No other anomalies were seen.